Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after the implant, the patient experienced adhesions, enterotomy, pain, hernia recurrence, inflammation, allergic reaction, obstruction, serosal hemorrhagic fibrovascular adhesions, multinucleated giant cell reaction, fibrosis, small intestinal wall had fibrinoid material hemorrhage, perforation, nausea, low energy, seroma bursa, & infected mesh. Post-operative patient treatment included diagnostic laparoscopy, lysis of adhesions to mesh, exploratory lap, excision of mesh, repair of small bowel enterotomy, small bowel resection with primary anastomosis, decompression of small bowel retrograde in stomach, hernia repair with mesh, excision of skin subcutaneous tissue; hernia; seroma bursa, & medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.